Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir may have had a leak and as a result, insulin was leaking into the reservoir compartment. Customer's blood glucose was over 400 mg/dl at the time of the incident. Customer stated that the leak occurred when she was changing out her reservoir. Customer stated that the leak could have occurred where the p-cap connects to the tubing connector. Customer stated the insulin has dried in the reservoir compartment. Customer does not have the reservoir to confirm the presence of all components. Customer stated that she treated her high blood glucose by changing out the reservoir.